Event description:
It was reported the video system center had no image. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. However, based on historical data, possible causes include electrical problems like: electrical/electronic component problems; power source problems; material problems like degradation, mechanical problems like stress, deformation, fatigue, wear and tear; environmental problems like dust and dirt. These causes can occur between components without any design or manufacturing issue that could lead to image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.